Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2013). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: per medical record: pre-operative diagnosis: chronic pelvic pain and dysfunctional uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes remain occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatricproblems condition: depression, mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("psychological or psychiatricproblems condition: depression, mental anguish"). The patient was treated with surgery total laparoscopic hysterectomy on (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: pre-operative diagnosis: chronic pelvic pain and dysfunctional uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received : events added-abnormal bleeding (vaginal, menorrhagia), psychological or psychiatricproblems condition: depression, mental anguish, aka name added, events outcome updated, events onset date, events severity, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatricproblems condition: depression, mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("psychological or psychiatricproblems condition: depression, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: pre-operative diagnosis: chronic pelvic pain and dysfunctional uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ pelvic pain and genital bleeding¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatricproblems condition: depression, mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("psychological or psychiatricproblems condition: depression, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, depression, menorrhagia, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: pre-operative diagnosis: chronic pelvic pain and dysfunctional uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes, general abnormal bleeding. Reporter information, cluster ID were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2013). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: per medical record: pre-operative diagnosis: chronic pelvic pain and dysfunctional uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes remain occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical record received. The case was upgraded form non-serious incident to serious incident. Event injury nos was replaced with chronic pelvic pain.essure lot number was added. Patient demographic was updated, lab data, essure removal date, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.